Event description:
Customer alleges the green x-ray detectable material is flaking off in the patient. No adverse outcome to the patient was reported.

Manufacturer narrative:
Reported issue was not confirmed as the device was not returned for evaluation. This issue will be monitored through trending. Device not returned for evaluation; device was not returned; no evaluation will be performed.